Event description:
It was reported that the filter was difficult to deploy. Once it was deployed, the doctor was not certain that the legs and arms had completely opened up, so a second filter was implanted infrarenal, just caudal to the first filter using the same femoral access site.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The result of the investigation was inconclusive as no sample was returned for evaluation as it remains implanted in the pt. Handling of g2 filter system from the IFU. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.